Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) capture management was incorrectly detecting right ventricular (rv) lead thresholds and increasing the output unnecessarily causing low longevity number. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.